Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that insulin pump received multiple insulin pump error alarm. The customer's blood glucose was 70 mg/dl. The insulin pump will be returned for analysis.